Event description:
It was reported that a device was used during an esophagastrectomy. The device fired malformed staples. The surgeon hand sutured to complete the case. A leakage was found post operatively. The pt returned to surgery where it was discovered that there was a mucous eversion with one staple missing. Surgeon had sutured the anastomosis again. The pt underwent conservative treatment during recovery.